Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient's right hip was revised due to excruciating pain, multiple dislocations of the implanted hip system and the inability to walk. The left hip remains implanted. It is further alleged that the patient has suffered injuries and damages from metal-on-metal wear, which has resulted in her having elevated levels of chromium and cobalt in her system.